Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock due to far-p wave oversensing. Physician suspected lead noise. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 25.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.